Manufacturer narrative:
Product analysis of the devices found out that the devices were received in good cosmetic condition. The customer complaint could not be confirmed. The devices have been tested successfully according to manufacturer's specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device does not recognize some of the electrodes. There was no patient impact.